Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint of a leak and reported system error 2240 (air in set) occurred during dwell was not confirmed due to a lack of sample. The home patient (hp) is in dwell and the hp had a leaky bag. The heater bag was leaking. There could be several causes for this air in-set 2240 alarm. An exact root cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during a dwell cycle. The patient stated the heater bag was leaking. (B)(4) had the patient cycle power and advised them to finish therapy with manual supplies. No injury or medical intervention was reported.